Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced recurrent urinary tract infections and pollakisuria. Intervention was performed on (B)(6) 2014 via "clean intermittent self-catheterization."

Event description:
It was reported that the patient experienced mild urinary retention following the implant of the elevate pc anterior graft. Treatment was given with intermittent catheterization 4-5x per day. The event was considered resolved on (B)(6), 2013. There were no further patient complications reported in relation to this event.